Event description:
It was reported by the hcp that, while placing in bravo ph monitor, the handle of the delivery system broke. The capsule attached to the pt's esophagus, but would not detach from the delivery system. The patient was sedated and the capsule was removed. No serious injury to the pt was reported.

Manufacturer narrative:
Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is complete and/or ,when additional info is rec'd from the hcp.